Event description:
The devices were used in a femoral popliteal. The devices were explanted 9/9/1998. The devices were infected and occluded. A femoral popiteal bypass with a gore-tex graft was conducted.